Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the drill bit which was attached to the radiolucent drive in question contacted the nail and the power tool stopped running. The surgeon did reverse running, but the power tool did not run. Therefore, he removed the drive from the drill bit. Stuck drill bit was removed from the bone with pliers and a hummer. Waited until the drive and the quick coupling cooled down, attached the drill bit again, and pressed bottom trigger, but it did not run. Then quick coupling was exchanged, and the drive in question was attached to it, but then it was found that the connection between the drive and the drill bit became loose. This is report number 1 of 2 for (B)(4).

Event description:
It was reported that there was a fifteen minute delay in the procedure.

Manufacturer narrative:
Additional narrative: device was reported as returned on initial report, added date device was returned. Service history review of the radiolucent drive has been performed. The review indicates that the device has never been serviced. A manufacturing evaluation was completed: the visual inspection did not reveal any faults or irregularities. Functional test couldn¿t be performed. Coupling became loose due to the fact that gear wheels were worn out; the device cannot operate any more. Device could be repaired. The device failure has been caused by normal wear and tear. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: a final investigation was performed. The problem was caused by usage over five years without the recommended annual service. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.